Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was extracted and replaced due to potential lead malfunction. The procedure was completed without any adverse consequences to the patient.